Manufacturer narrative:
The device will not be returned for evaluation. Olympus provided troubleshooting to the reporter relative to compatibility. The reporter indicated that he was pending a bulb replacement and no further assistance is required and requested to have the service request closed. As the device was not returned for evaluation, we are unable to determine a root cause for the reported event. If additional information becomes available or the device is returned for evaluation, a supplemental report will be filed. Olympus will continue to monitor complaints for this device.

Event description:
The user facility biomed reported that the lamp to the clv-s190 was out and inquired if the otv-s190 was compatible with the clv-190. There was no patient involvement associated to this report.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. Update to section h6. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the possible causes as follows: the lamp reached the end of its service life or an accidental failure of the lamp occurred. The instructions for use provides the following statement: "check the lamp usage indicator. When the ¿500 h¿ indicator on the lamp usage indicator lights up, replace the examination lamp with a new one as described....."